Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned in good visual condition and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties and the knife reverse button worked properly. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just to confirm, was the procedure a planned revision surgery (sleeve to bypass revision procedure, etc.) - gastric bypass re-do was reported? Or, was the gastric bypass re-do a reoperation due to a device issue or patient consequence? Please explain. Was the blue cartridge a gst60b or ecr60b? Yes it was a planned revision and she used a gst60b.

Event description:
It was reported by the affiliate that during a laparoscopic gastric bypass re-do procedure, for the first firing of the stapler to create the gastric pouch the doctor selected a blue cartridge. During the manual closure of the device no abnormalities were observed. After completing the firing cycle the stapler did not reverse the knife blade to the home position. For some reason the firing cycle was interrupted and the knife blade remained advanced at the distal part of the stapler. The doctor tried to use the reverse button of the stapler, but after multiple tries this did not work either. As a last resort, the doctor decided to use the manual override to return the knife blade to the home position and open the stapler. After using the manual override of the stapler, the doctor had to use another stapler to finish the procedure. All the other firing cycles were completed without any problem. There were no adverse consequences for the patient reported.